Manufacturer narrative:
Analysis in process, but not yet complete.

Event description:
Screw head was separated from shaft portion after insertion into bone, removal, and attempted re-insertion. Shaft portion is still in patient, but no adverse consequences. Screw head is available for return.